Manufacturer narrative:
Date of birth: birth year (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right leg. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Then, three of the same devices also ruptured. The procedure was completed with a 2x100 coyote balloon catheter and a non-bsc balloon catheter. No patient complications were reported.